Event description:
It was reported that during a da vinci prostatectomy procedure, the customer experienced recurring system error #20008. With the assistance of an isi representative the customer exercised the affected patient side manipulator (psm) arm several times, changed instruments, and sterile adapter, however, the system error #20008 recurred and could not be overridden. The surgeon decided to convert the procedure to traditional open surgical techniques to finish the planned procedure. A delay of approximately 15 minutes was noted. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering could not reproduce the faults experienced by the customer. The system was repaired by replacing the suspected patient side manipulator (psm), multiple servo driver pca board, the psm cable. The psm is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The #20008 system error codes appeared when the da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder), and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state." Engineering concluded the psm arm generated the system error when attempting to run internal system sensor checks. Engineering concluded tests for the psm, cable, and pca board, and could not confirm the customer reported problem. The psm was repaired by replacing the motor/encoder on axis-6 as a precautionary measure. As of july 31, 2008, there have been no reported recurrences of the issue at this hospital.